Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. A cassette was attached to the pump and it ran with no issues. The reported "upstream occlusion" alarm could not be duplicated. The upstream sensor will be recalibrated as a preventative measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed "upstream occlusion" right after it was turned on. There was no patient involvement.